Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Reporter phone: (B)(6). Investigation results: the catalys system machine was examined and tested at the customer location by a jjsv field service specialist (fss). The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. A record review was performed; document and service history was reviewed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported cystoid macular edema on two patients. During post-op check-up on 09th of july, the surgeon reported edema for one of the patient for both eyes. Through follow-up, we have learnt there was a massive edema, completely resolved two days after surgery. Edema was treated with steroid therapy by mouth and cortisone anti-inflammatory eye drops. Surgery completed normally and without intraoperative complications. This report is for patient #2's second eye. Separate reports were submitted for patient#2's first eye and patient 1.